Manufacturer narrative:
It was reported that while sitting on the rollator and drying herself off after exiting a swimming pool, the right front wheel of the device broke at the caster and the end-user experienced a fall. She was able to get herself back up after the fall and was found sitting on a step by her husband. The end-user was taken to a local hospital's emergency department (ed) by her husband. Reportedly, "multiple x-rays" were performed in the ed with no fractures identified. No ed treatments or additional ed diagnostic exams reported. The end-user was admitted to the hospital. During her hospital stay, an unidentified MRI was performed which showed that the end-user experienced a "continued l1 fracture with no impingement." No treatments or additional diagnostic exams during her hospital stay were reported. Reportedly, the end-user experienced a partial l1 fracture in (B)(6) 2018. Although requested, no sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the reported incident, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall and a continued fracture to her l1 vertebrae.

Manufacturer narrative:
A sample was returned to the manufacturer for evaluation. The sample was found to be in used condition with the wheel threads completely worn down to the spoke on three out of the four wheels on the device. From a standing position the rear wheel bearings are extremely worn out, wobbly, and leaning to one side. The frame tubing on the rear left leg has fractured above the push button inserts. The caster stem has what appears to be duct tape wrapped around it, making the caster stem wider than originally intended. This may have caused the frame tubing to fracture over time. The reported product issue was confirmed. If additional relevant information becomes available a supplemental medwatch will be filed.